Manufacturer narrative:
Complaint conclusion: as reported, the distal tip of a brite tip sheath was frayed. The device was not clinically used. There was no reported patient injury. The physician stopped using the sheath introducer, and used a new brite tip sheath. The procedure was finished successfully. It is unknown when the frayed distal tip was discovered. The access site location and characteristics are unknown. There were no damages or anomalies noted to the device, device components or packaging prior to use. The device was stored, handled and prepped according to instruction for use. It is unknown if there was any difficulty experienced as the sheath was removed from the packaging. The product was not returned for analysis. Review of lot 17051917 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received: it is unknown when the frayed distal tip was discovered. The access site location and characteristics are unknown. There were no damages or anomalies noted to the device, device components or packaging prior to use. The device was stored, handled and prepped according to instruction for use. It is unknown if there was any difficulty experienced as the sheath was removed from the packaging or as the sheath was inserted or attempted to be inserted into the patient. It is unknown if any excessive force was used while using the product. The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(6). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a brite tip sheath was frayed. It was reported that the device was not clinically used. There was no reported patient injury. The patient's information was unknown. The target lesion was unknown. The rate of stenosis was unknown. It was confirmed that the distal tip of the brite tip sheath was be frayed. Therefore, the physician stopped using the sheath introducer, and used a new brite tip sheath. The procedure was finished successfully. There was no reported patient injury. The product was not clinically used. And it will not be returned for analysis.